Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was noted that the patient's trial started on (B)(6) 2023. It was reported that the patient has a new urinary/bowel symptoms (not baseline) of diarrhea. The issue was resolved. On (B)(6) 2023, the patient's nurse changed the bandages and at the incision site near the device there are red pimples everywhere and they are itchy. The patient has sent an email to the nurse practitioner. The patient thinks they may be allergic to the leads. The patient also stated that their urinary symptoms have returned and they are only voiding in their depends. They are also experiencing pain. On (B)(6) 2023, the patient reported they had a rash and not sure if it was from the tape or not. They showed the rash to their doctor. The patient later reported that the wires have just been hanging there due to possibly being allergic to the bandages. They laid down and as they were getting up they must have pulled on the wires and there is blood now. The patient was advised to contact their clinician with concerns. On (B)(6) 2023, the patient stated their battery was dying.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2023 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.